Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned for analysis. It was reported that the patient presented for a left venticular lead placement and that the rv high voltage lead had visible insulation break in between the suture sleeve and the distal pins. The lead was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated insulation, hole(s) in.

Event description:
It was reported that the patient presented for a left venticular lead placement and that the rv high voltage lead had visible insulation break in between the suture sleeve and the distal pins. The lead was explanted. No patient complications have been reported as a result of this event.